Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with partial display. It was reported that the anomaly persists after battery change. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No missing segments or partial display during self-test testing noted. The insulin pump was received minor scratched display window and cracked reservoir tube lip.